Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval codes - method, result, conclusion no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump was interrogated pump and retrieved the logs to discover a motor stall. There was no exposure to magnetic resonance imaging (MRI) or magnets. The pump was being replaced on (B)(6) at 4pm. The pump will be returned for analysis. The patient weight was unknown and will not be made known due to confidentiality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid (hydromorphone) 8 mg/ml; 2.5257 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported a motor stall was seen at initial interrogation. The logs show a motor stall and recovery last night ((B)(6) 2019) and a motor stall and recovery on (B)(6) 2019. The patient did not recently have magnetic resonance imaging. No symptoms were reported. No further complications were reported.